Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accutni (troponin I) results generated on a unicel dxi 800 access immunoassay system. The customer indicated that the sample was re-aliquoted, re-centrifuged, and re-aliquoted prior to retesting it. The customer re-ran the samples on a different instrument and the results were within the normal reference range. The initial erroneously elevated result was reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Service was not dispatched to investigate the event. The field service engineer (fse) did not evaluate the instrument. A review of the provided qc levey-jennings chart was performed and the three levels of qc were tested twice on the day of event. Levels 1 and 2 resulted within established range. However, level 3 tested low. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.